Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (posterior chordae in the clip) resulting in migration (partial clip movement) was related to user technique/procedural conditions as some chordae was grasped with the leaflets during clip implantation. Additionally, the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation per the physician is related to thin leaflets and subvalvular chords. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was advanced and leaflets were grasped twice, however, in both attempts the mitral valve gradient increased to 5 and 7mmhg. It was decided to remove this clip from anatomy and the gradient returned to baseline. The physician selected a different clip to advance. After a successful grasp, mitral valve gradient <5mmhg and a significant reduction of mr, the clip was released. After release, the clip appeared to have shifted. There appeared to only be 3-4 mm of leaflet inserted in the clip, however, there also appeared to be posterior chordae in the clip. The gradient was 2mmhg and the final mr was 1. On the following day, imaging showed that the mr remained at 1 and that the clip appeared stable. It was reported that the patient returned for their follow up appointment, where it was found that the clip had detached from the anterior leaflet, resulting in a single leaflet device attachment (slda.) Mr was recurrent at a severe grade.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was advanced and leaflets were grasped twice, however, in both attempts the mitral valve gradient increased to 5 and 7mmhg. It was decided to remove this clip from anatomy and the gradient returned to baseline. The physician selected a different clip to advance. After a successful grasp, mitral valve gradient <5mmhg and a significant reduction of mr, the clip was released. After release, the clip appeared to have shifted. There appeared to only be 3-4 mm of leaflet inserted in the clip, however, there also appeared to be posterior chordae in the clip. The gradient was 2mmhg and the final mr was 1. The following day, imaging showed that the mr remained at 1 and that the clip appeared stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (posterior chordae in the clip) resulting in migration (partial clip movement) was related to user technique/procedural conditions as some chordae was grasped with the leaflets during clip implantation. There is no indication of a product issue with respect to manufacture, design or labeling.